Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed. Other: trueisprint quattro secure simplantable tachy lead. It was reported the patient fainted. The lead measured unacceptable thresholds ten days after implant. The lead was removed and replaced. There were no further patient complications reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination. Device performed according to specifications. Device evaluated and alleged failure could not be duplicated, high threshold.

Event description:
It was reported the patient fainted. The lead measured unacceptable thresholds ten days after implant. The lead was removed and replaced. There were no further patient complications reported, as a result of this event.